Manufacturer narrative:
The company service representative examined the system and was unable to replicate the reported event. The company service representative removed the ultrasound printed circuit board (pcb) from the system, re-inserted it, and then re-seated the connectors. The system was then tested and met all product specifications. The system was manufactured on (B)(6) 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy stopped working. There was no patient impact. The case was completed. Additional information has been requested but not received.